Event description:
It was reported that, "she is in pain all the time. When she walks she gets shooting pain that goes down her leg. She is shifting her weight when she walks. She believes her knee was part of the recall."

Manufacturer narrative:
The following other devices were also listed in this report: triathlon-prim tib baseplate: cat# 5520-b-500 lot# st43m. Triathlon-ps tibial insert #5 - 9 mm: cat# 5532-p-509 lot# lby170. Triathlon-asymmetric patella a35mm(s/I) x 10mm cat# 5551-l-350 lot# lby771. At the present time it cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info (including x-ray and medical records) and requested. If it becomes available, the eval summary will be submitted in a supplemental report.